Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, on castration, the suture was not used, when opening the individual envelopes in the surgery they were totally dry from their alcoholic reservoir. The suture was replaced by another box, and the same problem of several dry units without alcohol was present. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eight devices. The visual inspection of the returned product noted eight sutures and eight needles. It was observed that the needles were attached to the sutures. A tactile and microscopic inspection of the sutures were performed with no abnormalities. The retainers were inspected with no abnormalities. The reported condition of suture degradation couldn¿t be confirmed because there was no evidence of suture degradation and the products are expired. As the sealed products were expired, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.